Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the director and professor performed calculi removal under ureteroscope on (B)(6) 2023. The outer package was inspected, and no abnormality was found. The package was then opened. The device was inserted smoothly followed by introduction of the electronic flexible scope, exfoliation occurred. Per follow up information received on (B)(6) 2023, customer stated that there was residue and it has been removed from the patient. The residue was removed by irrigation during the operation.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. No physical sample was returned, however, two photo samples were submitted. The first photo showed a blurred image of what appeared to be the guidewire within the body, a small piece of the coating appeared to have been flaking off, however, unable to confirm whether this was actually the coating of the guidewire or encrustation based on the quality of the photo. Photo two showed what appeared to be the guidewire and more fragments within the body around the guidewire. Though a specific cause cannot be determined, a potential root cause for this event could be rough handling. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "warnings -manipulate the guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire¿s tip under fluoroscopy. Excessive manipulation of the guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. If any resistance is felt or if the tip¿s behavior and/or location seems improper, stop manipulating the guidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire¿s tip, damage to the catheter, or damage to the urinary system. If necessary, remove the guidewire and ancillary device or scope as a complete unit to avoid complications. ¿ do not attempt to use the guidewire if it has been bent, kinked or damaged. Use of a damaged wire may result in damage to the linings and associated tissue, channels or ducts or release of wire fragments into the urinary system. Precautions: -when reinserting the guidewire back into the holder, take care not to damage the wire¿s coating with the edge of the holder. Directions for use prior to use -carefully examine the unit to verify that neither the contents nor the sterile package has been damaged in shipment. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for bends or kinks which may have occurred. Before using, inspect the guidewire for separation of the wound coil spring. -before removing the guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the guidewire. Use of alcohol, antiseptic solution or other solvents must be avoided, as they may adversely affect the surface of the guidewire. Do not wipe the guidewire with dry gauze. Before inserting the guidewire through a catheter, fill the catheter with physiological saline solution." Correction: b h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the director and professor performed calculi removal under ureteroscope on (B)(6) 2023. The outer package was inspected, and no abnormality was found. The package was then opened. The device was inserted smoothly followed by introduction of the electronic flexible scope, exfoliation occurred. Per follow up information received on (B)(6)2023, customer stated that there was residue and it has been removed from the patient. The residue was removed by irrigation during the operation.